Event description:
A report was received that the patient had developed post op infection on the spine. The patient's symptoms include pain, hematoma and swelling around the incision area. The physician believed that infection was procedure related. The patient was given antibiotics and was doing well.